Event description:
During an incident involving a female pt, of unknown age, in cardiac arrest with CPR in progress by police, then ems, this defibrillator analyzed the pt as non-shockable. The pt was transported to a hosp and did not survive. Later, the dr who reviewed the incident printout felt the defibrillator should have shocked what he called a vtach rhythm.